Event description:
A surgeon reported that six months following intraocular lens implant (iol) surgery, the iol was exchanged due to the pt being unhappy with his vision. Additional information was received from the surgeon who indicated the pt was unable to drive due to glare, starbursts and halos. He also reported noting posterior capsular opacity (pco) immediately following the initial surgery. A yag laser procedure was performed and the symptoms worsened. The surgeon reported the event resolved following the lens exchange.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated an approved cartridge was used. The product investigation could not identify a root cause. There were no other complaints reported in the lot. (B)(4).